Event description:
The user facility reported that blood was observed leaking from the gas outlet port of the oxygenator after the initiation of bypass. The involved oxygenator was changed out, and the procedure was completed successfully with no further problems.

Manufacturer narrative:
The oxygenator was changed out. Therefore, some blood loss was associated with this event, although no volume estimate has been provided. The returned sample was decontaminated, visually examined and leak tested. This eval confirmed a single hollow fiber to be the cause of the reported leakage. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available info has been placed on file in qa for appropriate tracking, trending and follow up.